Manufacturer narrative:
Per review of the patient's medical records: on (B)(6) 2014, the patient underwent a left knee wound debridement, split thickness skin graft placement, and v.a.c. Therapy was applied; therefore, the patient's hospitalization was unrelated to v.a.c. Therapy. Kci has not been able to obtain sufficient information to establish a root cause.

Event description:
The following information was reported to kci by the patient's mother on (B)(6), 2014: the activ a.c. Unit was allegedly not suctioning properly and fluid built up in the dressings causing the patient's skin graft to come off. On (B)(6), 2014, the patient was placed on v.a.c. Therapy and allegedly experienced an issue related to noisy operation. Upon consult with a kci representative at that time, the unit remained with the patient. On (B)(6), 2014, the patient was discharged from the hospital, and that evening the mother and a visiting nurse noticed wound drainage leaking from the patient's wound and that the canister was not full, but was allegedly instructed (by persons unknown) not to remove the dressings. On (B)(6), 2014, the physician assessed the wound and reported that the skin graft failed allegedly due to fluid not properly being drained. On (B)(6), 2014, the following information was reported to kci by the physician's nurse: on (B)(6), 2014, the physician assessed the skin graft and alleged that skin graft was saturated and did not take. The unit was allegedly not suctioning and the patient said that he had experienced problems all week. The unit would not alarm and no suction. The nurse alleged that the skin graft did not take due to the over saturation from the unit not suctioning out of the drainage. On (B)(6), 2014, the following information was reported to kci by the physician's assistant: the skin graft did not take at all and fell off. No medical or surgical intervention was performed. The patient was placed on a wet to dry dressing regimen and is scheduled for a flap procedure on (B)(6), 2014.